Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level "high" although specific value not provided due to the battery gauge fluctuating resulting in the pump shutting down. Customer addressed bg level bolus via the pump. The customer continued to use the pump for insulin therapy.